Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image from 180 series endoscopes did not appear due to failure of the operational amplifier on the printed circuit board. There has since been a design change to prevent reoccurrence.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty patient board set was found, causing no image when tested with olympus series 180 scopes.

Event description:
A user facility reported to olympus that no image was produced when using the cv-190 with olympus series 180 scopes but when using olympus series 190 scopes, the image was "good." There was no patient injury or harm, associated with the problem, reported to olympus.